Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the right ventricular (rv) coil and the superior vena cava coil of the right ventricular (rv) lead have high impedance. The lead remains in use. No patient complications have been reported as a result of this event.